Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as 35mm flex drill bit broke off in patient while drilling for a screw to place in cup. Fluted portion of drill bit was the part that broke. Cup was removed and broken piece of drill bit was retrieved." Surgical delay of 10 minutes.